Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue if the front panel assembly. Once replacement has been received, the fsr will complete repair and return the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not working. The customer reported there is no patient involvement associated with the event.